Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73a1900875 was manufactured on 01/28/2019 a total of (B)(4) pieces. Lot was released on 02/12/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the outer tube bent. The rotation tab was also bent and a clip with a broken hook was partially loaded incorrectly into the jaws. The returned sample appears used as there is biological material present on the device. The damage to the outer tube would prevent the device from firing properly. The damage to the outer tube could have caused the clips to come out of position and stack on one another in the channel, consequently leading to the rotation tab becoming bent and the clips breaking. Based upon the damage observed, it appears that unintentional user error caused or contributed to this event. Additionally, it was observed that the bottom jaw did not have the correct surface finish. This is a cosmetic issue and it does not affect the functionality of the device. However, a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue is unintentional user error based on the condition of the sample received, the bottom jaw did not have the correct surface finish. This is a cosmetic issue and it does not affect the functionality of the device. However, a nonconformance has been opened to further investigate this issue. The reported complaint of "device dysfunctional" was confirmed based upon the sample received. The sample was returned with the outer tube bent. Functional testing could not be performed since the damage to the outer tube would prevent the device from firing. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event. Additionally, the bottom jaw did not have the correct surface finish. This is a cosmetic issue and it does not affect the functionality of the device. However, a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that ae05ml was dysfunctional. The intervention was a vesicle intervention. We used another applier; we wasted time. Additional information indicates that there was no patient injury, only disorganized the procedure, no intervention, and the incident occurred during a gallbladder procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that ae05ml was dysfunctional. The intervention was a vesicle intervention. We used another applier; we wasted time. Additional information indicates that there was no patient injury, only disorganized the procedure, no intervention, and the incident occurred during a gallbladder procedure.